Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the reported phenomenon was caused by the power supply unit (converter unit) of the subject device. The exact cause of the power supply unit failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Olympus medical systems (B)(4) checked the subject device and found that the reported phenomenon duplicated and the lamp error e103 occurred due to the failure of the power supply unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found yellow light output from the subject device. The field service engineer of olympus medical systems (B)(4) checked the subject device and found that the spare lamp error occurred and the emergency lamp of the subject device lit up instead of the examination lamp. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.